Manufacturer narrative:
The family declined to return the pump to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient died on (B)(6) 2011; the death certificate stated that the cause of death was an "acute diabetic seizure" with contributing factors of "diabetes, congestive heart failure, and hypertension". The reporter stated that between 11 pm and 1 am, the patient complained of not feeling well. The patient reportedly returned to bed after eating and was found at 5 am. The reporter stated that ems pronounced the patient dead at the scene. The reporter stated that the patient had a history of uncontrolled diabetes including multiple hospitalizations including one incident when the patient experienced a blood glucose value of 1600 mg/dl. The reporter stated that the patient was diagnosed at that time with congestive heart failure. The reporter stated that he did not believe that the pump contributed to the patient's death. A second reporter indicated that there was no malfunction of the pump; the reporter declined to return the pump and did not wish to review the pump with customer support. The reporter stated that the pump was being kept as a backup pump for the patient's family members. This report is made because the use of insulin pump therapy could not be ruled out as a cause or contributor to the patient's demise.